Event description:
Used contact lens cleaner. When lens were inserted in the eyes, the eyes immediately were badly burned by the cleaning solution necessitating hospital treatment. Mfg in (B)(4), sold by (B)(6). The injury was immediately reported to (B)(6) so that the product could be checked for defect. I have not yet heard from the MFR or (B)(6).